Manufacturer narrative:
(B)(4).

Event description:
It was reported that the procedure was treating a mildly tortuous, mildly calcified, de novo lesion in the femoral artery. After pre-dilatation, the 5x200mm supera veritas stent delivery system was deployed; however, the proximal part of the stent became stuck in the sheath. The sheath was retracted in hopes of the stent releasing, but the stent did not release. The sheath was then completely removed from the anatomy, causing about 4cm of the stent to exit the patient's anatomy. An anteriotomy was performed to cut the external portion of the stent and a patch was placed. Sixteen cm of the stent remained in the target lesion. A control angiography was done, showing a good result, and the patient is doing fine. A clinically significant delay was reported since an anteriotomy was performed, causing the patient to have a 5cm scar and one additional day of hospitalization. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.